Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The blood leak was detected upon initiation of treatment and was visually observed running back down the drain line. Estimated blood loss was 400cc's. Patient did not require any medical intervention. Patient is stable. Sample is not available; sample was discarded

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.